Manufacturer narrative:
The patient's discharge summary was received. It was noted that patient experienced progressive significant dyspnea on exertion, fatigue and episode of pnd secondary to severe prosthetic valve aortic stenosis with a peak gradient approaching 70 mmhg. The patient was discharged on pod #2 in stable condition. The device history record (DHR) was not reviewed, as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that thirteen (13) years, five (5) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis with mean gradient of 46 mmhg. A 23mm transcatheter valve was implanted and there was no paravalvular insufficiency post-deployment. No complications were reported and the patient was awakened and transferred to the cardiac intensive care unit for post-procedure care.